Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was due to an uim (user interface board). The uim, main batteries and harness were replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that the device has not been previously serviced by baxter. A device history review has been performed and there were no exceptions noted during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During baxter's review of the event history for a separate issue, it was discovered that failure code 511:320:658:0000 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version associated with this report is 6.13.92, categorized as remediated.